Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-site wristed needle driver instrument did not move in the desired direction. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon side console (ssc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the ssc. The surgeon attempted to move the instrument to the right, but it persistently moved to the left without shakiness/ friction and external collisions. The instrument moved in an unexpected/uncontrolled way. In addition, the movements of the surgeon scaled appropriately to the instrument. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned. There was no injury to the patient as result of the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting the single-site wristed needle driver instrument moved with unintuitive motion, an investigation is in progress. Intuitive surgical, inc. (Isi) received the instrument related to this complaint for evaluation, but failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the single-site wristed needle driver instrument did not move in the desired direction. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The wristed needle driver instrument has been further evaluated by the advanced failure analysis team and the initial failure analysis results were confirmed. The instrument was placed on an in-house system and confirmed to exhibit unintuitive motion. It was observed that when attempting to execute the roll motion, the wrist moved intuitively but in the opposite direction of the master tool manipulator (mtm) command. When manually manipulating the roll gear, the main tube did not follow the motion. The heat shrink was removed to inspect the main tube and it was observed that there was no damage to the main tube. It appeared that the roll gear and main tube were no longer welded and thus the roll gear was dislodged.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the single-site wristed needle driver instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to exhibit unintuitive motion. The instrument moved precisely and proportionally to the master, started, and stopped with master motion, but moved in the wrong direction when placed and driven on an in-house system. Visual inspection found no issues at the distal end. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The root cause could not be determined. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.